Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (presence of bulky calcification in annulus and lvot) may have caused or contributed to the annular rupture with subsequent pericardial effusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, a pericardial effusion occurred. The patient's native valve was noted to be a type I bicuspid right-left cusp fusion and it was considered to be a high risk tavr. During the procedure, the valve was successfully deployed, and when the system was pulled back into descending aorta, a post root shot taken, with no obvious perforation or bleeding noted. However, the patient's blood pressure dropped and pericardial effusion was noted on echo. It was deemed that an annular rupture occurred. A pericardial drain placed, the patient was intubated, and protamine given. The bleeding was stabilized, and the patient was transferred to the ICU in stable guarded condition. It was believed that the root cause of the pericardial effusion was an annular rupture due to bulky calcification of leaflet and left ventricular outflow tract (lvot).